Event description:
It was reported that the arctic sun device issued a red screen upon startup and a message to reboot the device. Per review of wo notes, biomed will check the connection between control panel and processor cards and call back if the issue remains. Biomed called back and walked them through checking the communication connector and they said they had already reseated the circuit boards and issue was still occurring, they explained it would need to come in to get the root cause figured out because it could be one of multiple parts, they asked what parts and hung up after they went over the parts, they declined the quote. Per additional information received via ttm on 16mar2026, nurse stated they were getting a red screen with message. System failed to start. Power down then powers up to retry. Contact medivance. Nurse confirmed they have already tried rebooting a couple of times and the message kept returning. Advised to send to biomed so that they could call back and speak with engineers for additional support. Per sample evaluation results on 12may2026, power circuit card contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed isolation circuit card. Red screen was seen during decontamination. Isolation circuit card was replaced. Power circuit card contributed to the reported issue. Power circuit card was replaced. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.